Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced the diluent and sample fmi (fluid metering index) pumps, as well as the waste pump. After the repairs the instrument quality control results shifted high. The fse adjusted the calibration factors to quality control results. Subsequently, the instrument was cycled for 2 hours without further problems. Upon completion of verified repairs, the instrument was returned back into service. The root cause for this event can be attributed to diluent, fmi, & waste pump deficiencies and possible instrument adjustment/alignment issues.

Event description:
The customer reported that on (B)(6) 2011 low, non-reproducible red blood cell results (rbc) and (plt) results without instrument flags were generated on a coulter ac-t diff 2, analyzer for two patients. The second patient's results also possessed initial erroneously low hemoglobin (hgb) results. Upon repeat on the same instrument, the repeat results were considered valid. The low, non-reproducible results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument control results prior to the event were within the customer's established specifications. Samples were collected in lavender top, anticoagulant 2ml tubes and run in closed vial whole blood (cvwb) mode. No specific patient information was provided by the customer.